Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had surgery and had a wound where the garment closes. The patient reported that the garment rubbed the area and was advised by his doctor to not wear the lifevest until the wound heals. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.